Manufacturer narrative:
The patient has continued to report excellent pain relief from the nalu system since the time of the initial implant activation in (B)(6) 2024. There have been no indications of any system or component failure and all original components remain implanted and in use. The surgical debridement that took place in (B)(6) 2025 was reported to the nalu department responsible for MDR reporting and during the investigation of the incident it was discovered that the patient had undergone a prior surgical debridement in (B)(6) 2024. Investigation of both surgical events has not found any evidence of system or component failure. No lab cultures have been made available to the firm to confirm if any type of infection is present at the wound site. Assesment by nalu personnel present at the procedures indicates that the placement of the implanted leads may be more superficial than desired and is potentially contributing to the lead pressing against the incision and causing wound dehiscence.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. The implantable pulse generator (ipg) was placed in the posterior shoulder area with bilateral lead placement targeting the occipital nerve to treat head and neck pain. On (B)(6) 2025 the patient was seen in the physician's clinic for complaints of soreness at the implant site. Upon examination the patient was found to have the implanted lead exposed through the skin. A lab culture was taken to determine if infection was present, however the results are not available to the firm for confirmation. On (B)(6) 2025 the patient was brought in to the operating room and placed under anesthesia for a surgical debridement. At that time the 25cm lead was buried deeper and sutured to the fascia. The skin was closed with sutures over top of the incision site. No components were removed or replaced during the procedure and no new components were introduced. During investigation into this event, it was discovered that the patient had been treated previously for a similar issue. The incision site at one of the implanted leads failed to heal properly and the surgical wound dehisced. On (B)(6) 2024 the patient was brought in to the operating room and placed under anesthesia for a surgical debridement. At that time the 25cm lead was buried deeper as well and the surgical wound was closed. No components were removed or replaced during the procedure and no new components were introduced. The patient was advised to not use the nalu system until the surgical site was completely healed.